Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v535394, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot# v535394, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: extension. Product ID: neu_stimloc_acc, product type: accessory. Product ID: neu_stimloc_acc, product type: accessory.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for dystonia. The hcp reported that the patients ins, leads, and extensions were explanted due to a defective device. No patient symptoms reported.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found that the battery was not in a new condition. Analysis of the lead (serial # (B)(4)) found that lead body conductor was broken with an unknown anchor site 12.2cm and 12.7cm from the proximal end. Analysis of the lead (serial # (B)(4)) found that the lead body conductor was broken within 10cm of the connector area. The lead was broken at 6.6cm from the proximal end additional analysis comments: product analysis #(B)(4): analysis information -- (B)(6) 2017 17:28:46 cst pli# 10 product ID# (B)(4) analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned extension and good stable output was observed on all electrode pairs. Concomitant medical products: product ID: 3387s-40, lot# v535394, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: extension. Product ID: neu_stimloc_acc, serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.